Manufacturer narrative:
Review of the provided data dated of the (B)(6) 2023 confirmed that 3 rvat (right ventricular autothreshold) failed : - onn (B)(6) 2023 : the calibration phase succeeded, but the 1st spike at 1,75v was not considered capturing, due to the amplitude of the response slightly under the reference calculated during the calibration phase. - on 2 and (B)(6) 2023 : similar behavior is suspected (episodes not recorded) with the 2nd spike not capturing at 1,5v. The operation of the observed rv autothreshold is conformed to specifications. This case will be considered for improvement. Based on available data, no issue was detected on the device.

Event description:
Reportedly, the rv autothreshold has falsely reported a high stimulus threshold.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the rv autothreshold has falsely reported a high stimulus threshold.